Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 72" message. Complainant indicated that there was no pt involvement in the reported. Malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complain is still under investigation.